Event description:
Information from endecor intl. Clinical trial database. Thrombotic complication during coiling requiring systemic therapy with anti gp iib-iiia. After 24 hours, dsa showed complete resolution of thrombosis with patency of occluded opercolar branch. Coils used: model numbers: x-5-10-t10-tc, x-3-8-t10-hss, x-2-4-t10-hss, x-2-2-t10-hss. Product names: nexus tetris 3d csr, nexus helix super soft csr, nexus helix super soft csr, nexus helix super soft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. European registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries, enrollment started in march 2006; enrollment closed in september - october 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.